Event description:
Attempts have been made for the return of the explanted product; however, the product has not been returned.

Event description:
It was found that the patient had a generator replacement on (B)(6) 2012. The product has not been returned to the company for product analysis. Additional programming history was received which showed no anomalies. No other information has been provided.

Manufacturer narrative:
The incorrect date was reported in this field on supplemental MDR 01. The MDR listed (B)(6) 2012 as the aware date; however, the correct aware date is (B)(6) 2013.

Event description:
It was reported that the patient's vns is now at a "near end of service" (neos) condition. System diagnostics were performed that showed a normal lead impedance of 2119 ohms however the output current reportedly indicated "low." The current was programmed to 2.25ma and the current delivered was 2.25ma however the output current indicator showed "low" for an unknown reason. Follow-up with the site found no notes on the issue. Based on the patient's settings and the lead impedance, the generator should be able to deliver the intended therapy without issue despite the neos indication. Attempts for the programming history have been unsuccessful to date. No adverse events have been reported. Surgery to replace the patient's generator due to the neos is likely.